Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. The date of the event is an approximation. According to a report received via email from the healthcare provider (hcp), the patient was hospitalized due to hyperglycemia. The patient is currently using the omnipod system. The patient reported that the estimated glucose value (egv) was initially off by 80 mg/dl. After calibration, the discrepancy was reduced to 20 mg/dl. No additional details were provided in the report. Attempts to follow up with the patient were documented but were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. It was reported that the cgm reading was 80 points off. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.